Event description:
It was reported that: "hip put in (b) (96), poly wear debris. Outcome: replace liner-2041c-3250, replace head 01-3210. Original stem and cup were solid." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1989.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.